Event description:
Endo gia stapler with single use loading units (sulus) had had been handed up for use. After the 2nd load (sulus) was installed into the stapler and attempted to be used, it would not fire. When the doctor wanted new (third sulus) load placed, it still did not work. New short handled gia was opened.

Event description:
Endo gia stapler with single use loading units (sulus) had had been handed up for use. After the 2nd load (sulus) was installed into the stapler and attempted to be used, it would not fire. When the doctor wanted new (third sulus) load placed, it still did not work. New short handled gia was opened.